Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). Venous samples were collected from the patient at the same time as samples used for meter testing. The venous samples were tested in a laboratory using the dade innovin reagent on an acl top 550 analyzer. On (B)(6) 2018, the laboratory result was 1.7 inr and the meter result was 2.2 inr. On (B)(6) 2018, the laboratory result was 1.8 inr and the meter result was 2.5 inr. On (B)(6) 2018, the laboratory result was 2.0 inr and the meter result was 2.4 inr. No adverse events were alleged to have occurred with the patient. The customer stated that the patient's finger was squeezed slightly in order to collect samples for meter testing. The customer's product was requested for investigation.

Manufacturer narrative:
The meter and strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lots. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor 1: reference meter with masterlot strips (lot 12415880): 2.0 inr. Customer meter with customer strips: 2.0 inr. Reference meter with masterlot strips (lot 28632180): 2.1 inr. Customer meter with customer strips: 2.0 inr. Donor 2: reference meter with masterlot strips (lot 12415880): 2.6 inr. Customer meter with customer strips: 2.5 inr. Reference meter with masterlot strips (lot 28632180): 2.6 inr. Customer meter with customer strips: 2.5 inr. Master lot (12415880): the maximum difference between measurements with the same blood sample was 5 % for donor 3 and 4 % for donor 4. Master lot (28632180): the maximum difference between measurements with the same blood sample was 5 % for donor 3 and 0 % for donor 4. Returned customer material and retention material comply with specification.